Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm which was between the left subclavian and the celiac arteries. The aorta had minimal angulation. There were no issues noted during device prepping prior to the procedure. Ivus was used throughout the case and a portable c-arm was used in the operating room which did not provide as clean an image as a stationary c-arm. It was reported that the first stent graft was implanted distal to the left subclavian artery followed by a second device; however, it was noted that as the proximal end was beginning to deploy that the stent graft might be closer to the celiac than desired, event though it would not have covered it. The physician decided to reposition the stent graft proximally about 5 mm, and there was 50% overlap between the 2 stent grafts. Normal/non-aggressive ballooning was performed with a reliant balloon. During the final angiogram run, a type 3 endoleak (fabric/puncture) was present from the proximal graft below the second stent ring (see MFR 2952300-2010-00413). An additional stent was implanted to reline the proximal graft portion at the location of the endoleak and successfully resolved the endoleak. It is likely that the repositioning of the second stent graft within the proximal device may have contributed to the event as well as the ivus catheter may have been a factor in the event. There is no evidence that wires/ballooning contributed to the event. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4) ( required intervention) - (B) (4). Eval results: (endoleak), (repositioning of the stent graft after it was partially deployed).